Manufacturer narrative:
Product analysis: the products remain implanted; therefore no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device(s) are: product ID [evolutr-34-us] serial [(B)(4)] use by date [2019-06-29]. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while crossing the aortic valve, the patient became hypotensive. The valve was retracted into the aortic arch and vasopressors were given. Cardiopulmonary resuscitation (CPR) was initiated and was paused to deploy the valve. The valve was deployed at 5 to 7 millimeter (mm) and moderate to severe paravalvular leak (pvl) was reported. The patient was hemodynamically unstable and CPR continued. A second transcatheter bioprosthetic valve was implanted at a depth of 2 to 3 mm and reduced the pvl to trace. A percutaneous temporary ventricular support device was placed. The patient was transferred to the intensive care unit (ICU) and became hypotensive. The patient returned to the catheterization laboratory and the percutaneous temporary ventricular support device was repositioned and replaced with a new catheter. The patient returned to the ICU stable and weaned off of one of the three pressors. The patient became suddenly hypotensive again and CPR was performed. The patient's pressure did not return and the patient subsequently died.